Event description:
On 13 may 2009, the sales representative reported that during a kit inspection, it was identified that the tips were bent. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.